Manufacturer narrative:
The company representative examined the system, could not duplicate the customer reported event, and confirmed there were no system messages reported in event log. Preventive maintenance was performed and the system was then tested with the fragmatome handpiece and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported that the fragmentation handpiece gets very hot when in use. During a procedure, the surgeon noted the handpiece was heating up and the tip was starting to burn the patient's sclera. Additional information received indicated the patient had a very dense cataract and the surgeon thought the tip was not getting enough irrigation. The surgeon removed the tip immediately and observed a burn to the conjunctiva. A debridement was performed and sutures were applied. There was no burn to the sclera or cornea. The case was completed following exchange of the unit and tip without further incident. Additional information has been requested.